Event description:
It was reported an er220 was used during a laparoscopic cholecystectomy. It was reported by the affiliate, clip spit. (Did not fall into pt.) A new applier was used to complete the case. There was no consequence to the pt.